Manufacturer narrative:
(B)(4). Upon further review, the date received by manufacturer for this report has been determined to be (B)(6) 2010. The date of (B)(6) 2010 noted in the intial submission was the date the nurse (customer) observed the event during the examination of the card.

Event description:
This is a case report received by baxter (B)(4) from (B)(4). A nurse reported an overfill event occurred on the homechoice device while the homepatient was in the last drain. There was no patient injury reported. Additional information received on (B)(6) 2010 by baxter (B)(4): the problem occurred on dialysis session of (B)(6) 2010 at the patient's home. On the morning of (B)(6) 2010, the machine stated "end of treatment" but the patient had 3500ml after drain instead of the usual 1500ml. The nurse observed the event on (B)(6) 2010 during an examination of the card. The machine was immediately changed.

Manufacturer narrative:
(B)(4). Device was evaluated and the issue was confirmed. The cause of the overfill event was determined to be an inappropriate bypass of the negative ultrafiltration and the low drain volume alarm. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.